Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 05aug2018, which appeared as visually positive. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 05aug2018, a customer site reported an unexpectedly negative antibody screen and identification when tested on a galileo echo instrument on (B)(6) 2018.